Event description:
The reporter contacted animas on (B)(6) 2012, indicating that insulin is leaking from the cartridge compartment. The patient reportedly changed the cartridge and tubing once, but the second set of tubing is leaking again. There is reportedly no insulin in the cartridge compartment. The leaking is reportedly coming from the luer connection. This report is being made based on the allegation that insulin was leaking from the luer connection.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
To add leak test information: a leak test was also performed on the cartridge investigation on (B)(4) 2013 and no failures/defects were found.

Manufacturer narrative:
(B)(4):a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.